Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. E1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). H6: imdrf device code a041001 captures the reportable event of balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure for performed on an unknown date. It was reported that the balloon did not inflate due to a hole. The procedure outcome remains unknown. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.